Manufacturer narrative:
The audio tone or vibrate feature on the pump functioned properly during testing. No audio or vibrate anomaly noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not beep. The customer's blood glucose was 9.2 mmol/l. Customer did not beep during the tone test.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.